Event description:
It was reported that the stent was placed, but due to the position, the balloon was inflated very rapidly. The device did not fully expand when the pressure was increased, and contrast was noted leaking from the distal tip of the device. Another balloon was used to complete the deployment of the stent and the catheter was removed. The pt was then in bradycardia, and was administered two vials of atropine 1 mg, after one minute the pt was in asystole and the physician administered one vial of adrenaline 1 mg. The pt went in cardiac surgery where they received a cardiac massage and then they were ventilated to sedate in order to complete the procedure. A second balloon was used to optimize the deployment of the stent. The pt was to be dismissed from the hosp the following day and was doing fine.